Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal scheduled on 15sep2020') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("pain hip"), myalgia ("muscle sore") and joint lock ("left knee lock"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, arthralgia, myalgia and joint lock outcome was unknown. The reporter considered arthralgia, joint lock, medical device removal and myalgia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('medical device is found embedded in right uterine cornu') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), arthralgia ("pain hip"), myalgia ("muscle sore") and joint lock ("left knee lock"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with bilateral ovarian conservation). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain, dysfunctional uterine bleeding, arthralgia, myalgia and joint lock outcome was unknown. The reporter considered arthralgia, dysfunctional uterine bleeding, embedded device, joint lock, myalgia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received : previously reported event "essure removal scheduled on (B)(6) 2020" updated to "medical device is found embedded in right uterine cornu", reporter added. New events added- dysfunctional uterine bleeding and pelvic pain female. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal scheduled on (B)(6) 2020') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("pain hip"), myalgia ("muscle sore") and joint lock ("left knee lock"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020). At the time of the report, the medical device removal, arthralgia, myalgia and joint lock outcome was unknown. The reporter considered arthralgia, joint lock, medical device removal and myalgia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Event "medical device removal" was added. Essure insertion and removal date was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.